Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: it has not been reported whether the broken loop tip guidewires were retained inside of the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The loop tip guidewires are comprised of se nitinol, and they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The location of the possibly retained pieces are unknown, therefore, we cannot rule the possibility of local skin irritation, micro-motion and or migration of the possibly retained pieces. According to the report, the procedure was completed by changing the surgical technique with a surgical delay of greater than 30 minutes. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder procedure, while the xenograft was being inserted, one of the two loop tip guidewires used broke up. The procedure was finished by changing the surgical technique. A delay greater than 30min took place and no further complications were reported.